Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead dislodgement was observed via x-ray. Increased capture threshold was observed. The lead was repositioned successfully. The patient was stable throughout the event.